Manufacturer narrative:
It was reported that the aircast large boot caused an injury - the rivet at the front of the boot pierced through three layers of skin. Device was not returned for evaluation. The root cause could not be established. If more information becomes available additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the aircast large boot caused an injury - the rivet at the front of the boot pierced through three layers of skin.